Manufacturer narrative:
(B)(4). The sample was retuned and the initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
This is a report of a home patient (hp) who was diagnosed and hospitalized with peritonitis. The hp was treated with amikacin sulfate IV and rocephin IV, (dose and frequency not reported). The cause of the peritonitis was the spike cover had separated from the spike of the transfer set during use. It is unknown if the hp was retrained on proper connect/disconnect method.